Event description:
At about 1 year and 4 months after primary, the patient came in reporting anterior knee pain and tibial tray loosening has been detected. The surgeon revised successfully the tibial tray, insert and resurfaced the natural patella.

Manufacturer narrative:
Batch review performed on 19-sep-2024: lot 1910676: (B)(4) items manufactured and released on 18-mar-2020. Expiration date: 2025-03-10. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.